Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage. The lead would not deploy as the physician was having time putting the lead into the sheath. Once the lead was took out, lead damage was well as shocking coil damaged were noted. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a deformed (compressed) helix/helix housing and damaged drug collar and a slightly stretched shocking coil. This type of damage may have been a result of handling. Laboratory analysis confirmed the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage. The lead would not deploy as the physician was having time putting the lead into the sheath. Once the lead was took out, lead damage was well as shocking coil damaged were noted. The lead was never in service. No adverse patient effects were reported.